Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
(B)(4) employee from our customer reported that she was observing a surgery procedure. During this she observed that the solder joint has come loosen. But the surgery was completed. Because of this issuer there was no delay.